Manufacturer narrative:
(B)(4). Upon receipt in our quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead revealed that the helix mechanism was partially retracted and there was dried blood/body fluid within the helix and helix housing, as well as within the window/neck region of the lead itself. Tissue was also identified within the helix mechanism. X-ray examination revealed an inner coil fracture at the distal region of the lead¿s terminal pin. Further analysis of the lead revealed that there were multiple compression marks and tears in the ethylene tetrafluoroethylene (etfe) insulation covering the inner coil on the distal side of the fracture. The type of fracture is indicative of torsion overload as a result of helix extension/retraction.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the helix was operating normally when initially tested on the bench. When this ra lead was placed in the atrium, the helix would not extend. This ra lead was extracted and successfully replaced. No adverse patient effects were reported. The ra lead was returned for laboratory analysis.